Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's ipg was not functioning and was confirmed end of life by abbott rep and lead migration. As a result, surgical intervention took place wherein the scs system explanted and replaced. Effective therapy restored.